Event description:
A customer site in (B)(6) reported that a false non-reactive result was generated for a donor sample when tested with the cobas taqscreen mpx test, ce ivd. The customer indicated that the donor sample was serology positive ((B)(6)) and a titer value was generated for the sample when tested with the abbott real-time (B)(6) test and the roche cobas taqman (B)(6) test (high pure).

Event description:
The facility reported a pump with a malfunction of "failed the buzz and test in service mode'. The reported condition was identified during biomedical service. There was no adverse event, patient injury or medical intervention associated with this report. There were no failure codes. There were no features shut off or disabled. The biomedical technician did not program any infusion rates. The speaker was not muted and the volume was not turned down. No additional information is available.

Event description:
It was reported, the fowler (backrest) won't raise up to a vertical (seated) position.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) the uim (user interface module) software (B) (4), categorized as colleague 2006. The pump was received and evaluated at baxter. The reported condition was confirmed and duplicated. During testing, the pump failed speaker and backup beeper test due to back-up beeper wires in the main speaker harness were pinched inbetween the sub-plate and rear case. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4). The pump has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional complaint information becomes available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)

Event description:
Device malfunction: exchange sheath and clip applier did not attach/cutter blade bent. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after inserting the exchange sheath into the vessel the clip applier would not connect to the exchange sheath. It was noted that sheath splitter blade was bent. The starclose se device was removed, and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, there was no additional info available.